Event description:
During an in clinic follow up, the patient experienced chest pains. Decreased sensing and decreased pacing impedance were observed on the right ventricular (rv) lead. A perforation was suspected but this was not confirmed. The rv lead was repositioned to resolve this event. The patient was stable.